Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and high capture thresholds. It was also noted that the lead exhibited some oversensing of noise. The patient was asymptomatic to the event. The device was reprogrammed to left ventricular pacing and rv sensing and high voltage function. The patient will continue to be monitored.